Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert. There was no reported adverse impact to customer's blood glucose level. The customer reverted to alternate insulin therapy.

Manufacturer narrative:
On 26 july 2022, the distributor reported the additional information: the pump history was reviewed, and the power source alerts were confirmed. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.